Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet pump screen cracked after sleeping with the device on, while the pump continued to function and blood glucose remained in range. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy, no need for medical intervention, and no hospitalization. Investigation included collection of event details and arrangement of a replacement with return of the original device for assessment. Investigation of this device revealed a damaged display consistent with physical or mechanical impact, with the pump otherwise operational. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external mechanical stress.